Event description:
It was reported when the device was used during an open gastric bypass, there were no staples present after the device was fired. It was reloaded and fired successfully. There was no consequence to the pt.